Event description:
It was reported that the device had orange material in the reservoir area during preventive maintenance. It was not related to physical damage and there was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a contaminated pump, heater, and interlock block and a cracked tank cover. During the functional testing, there were orange stains throughout the water cycle confirming the customer complaint. The cause of the issue was found to be the solution or water mixture that was used. The device was cleaned and a new pump, heater, interlock block and tank cover were installed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.